Event description:
It was reported that the leads had migrated and was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5004443. UDI: (B)(4).